Manufacturer narrative:
(B)(4). The device was returned and evaluated. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. No noted issues were encountered. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause was determined to be that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. A visual inspection determined there were no reported issues. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 12:21:35. During night drain cycle two, the patient's ultrafiltration reading was 1214ml, indicating the home patient drained 1214ml more than their maximum programmed fill volume of 2000ml. No additional information is available.